Event description:
It was reported that after a da vinci-assisted radical prostatectomy w/ lymphadenectomy surgical procedure, inspection found the fenestrated bipolar forceps (fbf) instrument cable was frayed. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis. Inspection identified a damaged conductor wire insulation at the distal end. The internal wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material on the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with the same instrument.